Event description:
Same journal article as 2134265-2013-07033, 2134265-2013-07046, 2134265-2013-07047, 2134265-2013-07048. It was reported via a journal article that myocardial infarctions occurred. During follow up on a two-center retrospective study of 154 consecutive patients with treatment of 157 bifurcation lesions who received either a non-bsc everolimus-eluting stent or a promus element everolimus-eluting stent or a non-bsc zotaolimus-eluting stent implant between october 2006 and october 2011 six deaths, eight myocardial infarctions, twelve target vessel revascularizations and ten target lesion revascularizations occurred in the everolimus-eluting (ees) group. Two of the deaths were attributed to sudden cardiac causes. However, it is unknown which of the ees stents were involved in these adverse events.

Manufacturer narrative:
Citation: ferrarello, santo. Et al. (2013). The role of everolimus-eluting and resolute zotarolimus-eluting stents in the treatment of coronary bifurcations. The journal of invasive cardiology. Vol 25, no.9, september 2013. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).